Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was powered off. The customer originally reported that the remote nurse's station (rns) was displaying a "data cannot be read" error message, which was when they checked on the cns and noticed that it was not on. No further information was provided. No patient harm or injury was reported. Investigation summary: with the information available, it is reasonable to determine the root cause to be the facility's network environment. No follow-up from the customer suggests that the troubleshooting steps resolved issue. Review of serial number history shows no recurrence of the reported issue. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that their central nurse's station (cns) was turned off. The customer originally reported that their remote nurse's station (rns) was displaying "data cannot be read", which is when they checked on the cns and noticed that it was not "on".

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was turned off. The customer originally reported that their remote nurse's station (rns) was displaying "data cannot be read", which is when they checked on the cns and noticed that it was not "on". No harm or injury was reported. No further information was provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. An rns was used in conjunction with the cns, and is not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: rns - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, email address, approximate age of the device. Device model was not provided, so the age of the device is unknown. PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) was turned off. The customer originally reported that their remote nurse's station (rns) was displaying "data cannot be read", which is when they checked on the cns and noticed that it was not "on".